Manufacturer narrative:
The reported event of hinge cracks and broken file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that during an assessment of the fleet, hinge cracks and broken plastic was observed. Some units were broken at the lower hinge. No patient involvement was reported.